Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the inserter fully cracked during use. Subsequently, it was noted that the device may have been left cracked by a previous representative prior to use. Attempts have been made and no further information has been provided.